Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent dislodgment occurred. The physician was treating a 99% stenosed, de-novo lesion located in the severely calcified and severely tortuous common iliac artery. Vascular access was right femoral. The lesion was pre-dilated with an unspecified balloon. After pre-dilation, this 7.0x30x75cm express ld stent was advanced to the lesion. There was some difficulty experienced crossing the lesion. Once across the lesion, the stent dislodged as the physician was attempting to deploy it. The stent embolized to the external iliac artery. The physician determined it would not be possible to retrieve the stent, so it was deployed in the external iliac. They replaced sheaths, and deployed another express ld stent in the target lesion. There were no further patient complications. The patients' condition is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.